Event description:
Customer called on (B)(6) 2011 reporting of a leak inside the lh750 instrument. Customer stated that the leak appeared to be clenz solution but was unable to isolate the source of the leak. Customer reported that there was no report of patient samples or results being affected by the leak. Customer was wearing proper personal protective equipment at the time of the leak and the facility has a risk management plan. There was no report of exposure or injury associated with the leak. Field service engineer (fse) was dispatched and found leakage of diluent at the probe needle vent line. Fse noticed a small hole in the tubing and proceeded to replace the tubing. Repairs were then verified per established procedures and root cause was determined to be a hole in the tubing of the probe needle vent line.

Manufacturer narrative:
Field service engineer (fse) was dispatched and found leakage of diluent at the probe needle vent line. Fse noticed a small hole in the tubing and proceeded to replace the tubing. Repairs were then verified per established procedures and root cause was determined to be a hole in the tubing of the probe needle vent line. (B)(4).